Event description:
The customer reported the unicel dxc 800 pro system had one erroneous low patient result on glucose (glucm). Customer reported glucm calibration and quality control (qc) recoveries were within acceptable limits on the day of testing. No erroneous patient result was reported outside of the lab.

Manufacturer narrative:
Customer does not have service contract with beckman coulter. Device was not evaluated by beckman coulter. Service was rendered through another third party service provider, trimedix. Trimedix replaced the glucm module assembly and issue was resolved.